Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had ¿wireless module intermittent connection when pole clamp capture bracket is attached.¿ per reporter, the device operated until bracket was attached. The issue was not resolved, and the steps taken to resolve the issue was to removed and reinstalled pole clamp capture bracket. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
D3 - mfg establishment name- corrected one device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. As the device is a purchased finished good, the device history record is held by the supplier. Therefore, a manufacturing batch review could not be performed. Based on the results of the investigation, the reported complaint could not be confirmed.